Event description:
It was reported that approx 30 minutes following an ablation procedure, the pt coded due to a suspected cardiac perforation and subsequently was removed from life support 2 days later and expired. An electrophysiology study revealed a concealed left lateral accessory pathway. The physician attempted to access the heart via retrograde approach from the right femoral artery, but was unsuccessful due to the pt's physical defects. A transseptal approach was attempted, but even with the aid of contrast, the septum was not well visualized. The left femoral artery was then accessed without difficulty. An ept ablation catheter was used; however, due to the pt's anatomy, it was difficult to map retrograde and maintain catheter position on the av grove. The physician attempted to deliver rf energy, but temperatures could not be obtained and catheter stability could not be maintained. Add'l mapping was performed, but the physician had difficulty reaccessing this location and was not able to return to ablate in the area. An angiogram was performed to define the septum and left atrial anatomy further and a second transseptal approach was attempted. The transseptal puncture was successful and the devices moved into the left atrium easily indicative of a pt foramen ovale. The catheter was positioned at the site where the best signals were found when the anatomy was mapped retrograde. Ablation at this site had good temperatures and the pathway was ablated. A cluster of 4 lesions were delivered in this area. There was a 30 minute wait period with testing to verify successful ablation of the pathway. The procedure was completed at this time and the pt was stable and transferred to the recovery unit. After 30 minutes of reaching the recovery area, the pt coded and it was determined that a cardiac perforation had occurred. The pt was then transferred to the operating room and placed on echmo. Two days post procedure, the pt was taken off life support and expired. An autopsy was declined following discussion with the physician as it was thought that the predisposing factor of the pt's genetic condition and its contribution to her anatomical structure played a large part in the outcome of the case.

Manufacturer narrative:
The product was not returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation.